Event description:
Five previous medsun reports were filed last year. Resolution from ge is still pending. Over fifty pdm, carescape modules are sitting in a box in storage, which have not been deployed to clinical use since receiving them. Unable to obtain the update or definite time line to when the problems will be resolved. The previous medsun reports filed were for:1) nibp hardware failure with pdm 2) nibp issues with pdm and tram 3) rebooting issues in pdm 4) spo2 issues with pdm 5) temp issues with pdm ====================== manufacturer response for physiological monitor module, pdm (carescape)======================released software upgrade for solar 8000i. Upgraded monitors at the hospital. Put pdm¿s (carescape module) back into clinical use into a small pod of the or¿s as a pilot. Pdm¿s experienced the same failures as mentioned in the medsun reports filed. Pulled devices out of use. Alerted ge. Solution still the hospital is pending a response from ge, with no update or timeline since. The pdm¿s have been out of clinical use for ~ 1 year at this time.